Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, that the v60 ventilator displayed error code 1203 (alarm message: low leak ¿ co2 rebreathing risk (if issue was caused by an oxygen sensor issue)). There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1203 (alarm message: low leak ¿ co2 rebreathing risk (if issue was caused by an oxygen sensor issue)). The customer was advised to replace the flow sensor assembly and was provided with the part numbers for flow sensor assy, air and o2, and gas delivery system.